Event description:
The following information was provided: "during the gmrs distal femur procedure, an exeter intramedullary plug was being inserted into femur. The required depth had not yet been reached when the inserter suddenly gave way. Plug introducer was withdrawn, and it was noted that the tip had broken off. The depth was insufficient. The tip plug introducer had penetrated through the femur, a fluoroscopic image was taken. Due to this perforation, the surgeon decided that an extension piece was required to allow the stem to bypass the damaged area. The 17 mm stem that had been prepared was too large after re-cutting, and a smaller one had to be selected. A stryker representative was present in the operating room providing technical support." The femur had to be cut 60 mm more than originally was planned because the surgeon wanted the stem to extend over the penetration point.